Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"The patient reported the aligners shifted the molars causing a cross-bite and caused the open-bite to go from mild to moderate/severe. The orthodontist noted the impressions showed moderate gum recession and did not believe the patient to be a good candidate for the alignment plans offered by byte. The patient reports losing the ability to properly chew food and stated the orthodontist has sent documentation to cease treatment. Dental history included orthodontic braces, hard palette spacer, bands, retainer and noted the patient grinds/clenches teeth. Medical history indicated the patient is allergic to latex and tmj (temporomandibular joints). The patient also reported sharp pain from a cavity on top left molars."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.